Event description:
According to the literature, a retrospective study compared outcomes of right colon cancers undergoing laparoscopic or open emergency resections between 2009 and 2019. In the open group, distal ileum and the transverse colon were divided with an open stapler. An antiperistaltic side-to-side ileocolic anastomosis was accomplished with the device. In the laparoscopic group, anastomosis was accomplished extracorporeally. There were 114 patients in the open group and 88 patients in the laparoscopic group. Complications included anastomotic leak in six patients and wound infection. Reoperations and readmissions were reported. There were 14 deaths within 30 days. For the open group, there were 8 deaths and 6 deaths for the laparoscopic group. The cause of deaths was not reported. In the open group death's may be related to the patient¿s status at presentation than to the surgical approach was reported. Emergent surgeries are due to bowel obstruction or perforation and are associated with significant morbidity and mortality rates. No patients received bowel preparation. Ileus in inherent to the procedure and not related to the device.

Manufacturer narrative:
D10 concomitant product: unknown gia, unknown gia product, (lot #unknown) author: mohammad iqbal hussain title: laparoscopic versus open emergency surgery for right colon cancers source: https://doi.org/10.3390/diagnostics14040407. Publication date: 10 february 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.